Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation bipap autosv device's sound abatement foam. The manufacturer received an additional information that patient suffered from fatigue due to device. Patient outcome code grid section has been updated.

Manufacturer narrative:
An additional information has been received on 11/04/2023 that patient having a history of sleep apnea. Other relevant history section has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.